Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as monitor hit leg and caused open wound that has now scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse cleaned it and put a cool bandage on it. Follow up indicated that the skin irritation improved.